Event description:
New information received notes that the helix issue on the low voltage lead was noted after insertion into the patient's body. The low voltage lead was intended to be implanted in the right ventricle (rv).

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the helix of the low voltage lead retracted right after it was extended. The low voltage lead was not used and replaced. No patient consequences were reported.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. A complete lead was returned in one piece with the helix partially extended and clogged with blood/tissue. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issues reported in the field. The cause of the reported event was isolated to the helix being clogged with blood/tissue.